Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching rated burst pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Corrected: d4: lot number: 0025504624 to 0025180380 a mustang 8 x 4, 20 atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 29mm in length and extended from a position 8mm proximal of the proximal markerband to 19mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no other issues which could potentially have contributed to this complaint. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching rated burst pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the mildly stenosed target lesion was located in a mildly tortuous and non-calcified arteriovenous shunt.